Manufacturer narrative:
Method: device not returned; results: the manufacturing records could not be reviewed because no parts were provided and no lot numbers were provided. Conclusion: the root cause of the construct is patient non-union.

Event description:
It was reported that a patient having surgery and found two broken screws.

Event description:
It was reported that a patient having surgery and found two broken screws.